Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during a drg trial on (B)(6) 2019, the patient had vasovagal responses and their blood pressure kept dropping while the physician was trying to place the lead. The physician had to keep the sedation low and it became too painful for the patient. The physician tried placing the lead at l3 and then at l4, but was unable to position it over the drg. As a result, the drg trial was aborted and an scs trial was instead implanted without issue. Patient had therapy following the procedure.